Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: unknown/ there was some resistance on the right and coils were not visualized") and pelvic pain ("severe pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sickle cell trait, hernia, anxiety, encephalopathy and hyperlipidemia. Concurrent conditions included constipation, malaise, fatigue, ovarian cyst, multi gravida, parity 3 and libido decreased. Concomitant products included acetazolamide (diamox), celecoxib (celebrex), citalopram hydrobromide (celexa), ergocalciferol (vitamin d2), ferrous sulfate, fluoxetine, fluticasone, ibuprofen, loratadine, macrogol (miralax), omeprazole (prilosec), oxycocet (percocet), tapentadol hydrochloride (nucynta), trazodone and vicodin. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), anaemia ("anemia") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery ((bilateral salpingectomy)) and surgery (plaintiff had surgery to remove the essure implant.). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia, anaemia, fatigue and abdominal pain outcome was unknown, the cystitis and urinary tract infection had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anaemia, cystitis, device dislocation, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events abdominal pain, dyspareunia, fatigue, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality-safety evaluation of ptc(product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: unknown/ there was some resistance on the right and coils were not visualized") and pelvic pain ("severe pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sickle cell trait, hernia, anxiety, encephalopathy and hyperlipidemia. Concurrent conditions included constipation, malaise, fatigue, ovarian cyst, multi gravida, parity 3 and libido decreased. Concomitant products included acetazolamide (diamox), celecoxib (celebrex), citalopram hydrobromide (celexa), ergocalciferol (vitamin d2), ferrous sulfate, fluoxetine, fluticasone, ibuprofen, loratadine, macrogol (miralax), omeprazole (prilosec), oxycocet (percocet), tapentadol hydrochloride (nucynta), trazodone and vicodin. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), anaemia ("anemia") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery ((bilateral salpingectomy)) and surgery (plantiff had surgery to remove the essure implant.). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia, anaemia, fatigue and abdominal pain outcome was unknown, the cystitis and urinary tract infection had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anaemia, cystitis, device dislocation, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (left tube occluded) . Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events abdominal pain, dyspareunia, fatigue. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events abnormal bleeding (vaginal, menorrhagia), infection bladder/urinary, anemia, migration of essure device location of device, dyspareunia (painful sexual intercourse), pain, fatigue were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful sex"). The patient was treated with surgery (plaintiff had surgery to remove the essure implant.). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia and pelvic pain to be related to essure. Company causality comment - incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.